Event description:
It was reported that the surgeon inserted a 19.5 diopter aq2010v three piece silicone using an aq cartridge and the trailing haptic was torn during insertion. The reporter stated the incident was caused by the cartridge. The back up lens was successfully implanted and there was no pt injury reported.